Manufacturer narrative:
Device has yet to be returned. Investigation is on-going. Once complete, a follow-up report will be filed.

Event description:
Endo specialist, kurt brabender, reported that a 30 degree scope leaked after it had been used with the scope warmer. The scope leaked below the green sponge in between two compartments that connect. The doctor pulled the scope out of the scope warmer placed it on the blue sterile field, when he picked it up the endo tech noticed that it had left a fluid stain on the blue sterile field. The doctor did not notice and proceeded with the surgery. The scope did not malfunction; the pt was not harmed and the doctor was able to finish surgery.